Event description:
It was reported by a neurosurgeon via implant card that a vns patient had a generator and lead replacement. Further attempts with the neurosurgeon revealed that generator was replaced due to end of service and the lead was replaced due to high impedance/discontinuity. X-rays were taken but they were not sent to manufacturer for review. Good faith attempts to obtain more information regarding patient's high impedance and retrieve the products back for analyses have been unsuccessful to date as the site will not provide any additional information due to patient privacy.